Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was to be used during a polypectomy endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, when the snare was tried to open and close, there was a fiber-like object found adhered on the device. Reportedly, package issue was not noted. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator ii round stiff snare was to be used during a polypectomy endoscopic mucosal resection (emr) procedure performed on (B)(6), 2018. According to the complainant, during preparation and outside the patient, when the snare was tried to open and close, there was a fiber-like object found adhered on the device. Reportedly, package issue was not noted. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code 2944 captures the reportable event of the foreign matter in device. Investigation results: visual evaluation of the returned device revealed that the device has a foreign matter on the tip of the snare loop. Based on the information available and the analysis performed, the most probable root cause classification is manufacturing deficiency. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.